Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account stated they were thought to be caused by the patient being in ventricular fibrillation (vf). The controller event log file contained events from 19oct2025 through 20oct2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received 6 implantable cardioverter-defibrillator (ICD) shocks on (B)(6) 2025 due to ventricular fibrillation which were accompanied by low flow alarms. The arrhythmia did not resolve with ICD shocks so the patient was externally defibrillated and put on antiarrhythmic medications. Log file review was requested which revealed low flow estimates as well as sustained low flow hazard events on (B)(6) 2025 between 2:40pm-3:30pm. These flow readings did not appear to be the result of any external equipment malfunction. The arrythmia was not thought to be device related. The patient ICD was noted to have been implanted after the patient left ventricular assist device (lvad). The low flow alarms resolved after the patient returned to a normal sinus rhythm. The patient's low flows were thought to be due to the ventricular fibrillation. As of (B)(6) 2025 the patient remained admitted with plans for a left heart catheterization (lhc) with a possible percutaneous coronary intervention (pci), however it was later reported that no pci was performed. Medical management for arrhythmia was performed, and it was reported and ICD was placed after the lhc the lhc found left anterior descending (lad) coronary artery was occluded apically at the site of the lvad, and the apical runoff was compromised by the presence of the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account stated they were thought to be caused by the patient being in ventricular fibrillation (vf). The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account the patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, and the heartmate 3 patient handbook rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that a percutaneous intervention drug-eluting stent of left circumflex coronary artery was performed on (B)(6) 2025 which led to the 100% stenosis being reduced to 0% residual stenosis. Thrombolysis in myocardial infarction (timi) 0 flow improved to timi 3 flow in the nondominant vessel. Percutaneous coiling of the saphenous bypass graft.